Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered on (B)(6) 2016.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt) with unexpected longevity. The device remains in use and a replacement procedure will be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.